Event description:
The hcp reported the device system was explanted due to an infection. The patient was later implanted with a new pump and catheter. A follow up report will be sent when additional information is rec'd.